Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the atrial lead exhibited noise and p-wave amplitude variation. No intervention was performed. The patient experienced no consequences.